Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. The inner member, core wire and distal shaft was kinked. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the kinked guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion located in the distal cx artery. The device was inspected with no issues noted. Resistance was encountered when advancing the device. It was reported that stent failed to cross the lesion. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.